Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility and will not be returned for evaluation; therefore, a failure analysis of the complaint device would not be completed. A device history review (DHR) could not be performed as the batch number is unk. The root cause of the reported event could not determined.

Event description:
It was reported that during a colonoscopy procedure, the device made an abnormal noise and was unable to cut. The lesion was located in an unspecified portion of the colon. The sensation micro oval polypectomy snare was advanced to the lesion. Upon attempting to use the device, the device made a "clicking sound" and was unable to cut the polyp. It was not known how the procedure was completed. No pt injuries or complications were reported. The pt's status is unk.